Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose after a supply change, with no evidence of a failed infusion site, and confusion during the supply change process, particularly during filling the tubing while using a cd infusion set. Symptoms included hyperglycemia. Outcomes included troubleshooting and education provided, with instructions to monitor glucose and report back if the condition persisted. Investigation included remote support review and user education on proper supply change steps. Investigation of this case revealed no device malfunction identified, with user confusion and potentially suboptimal infusion site selection considered contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.